Manufacturer narrative:
(B)(4): physio-control provided the customer assistance and provided info to have the device repaired.

Event description:
It was reported that the device logged an event code in the memory and displayed the "call service" message indicating a possible critical failure, lock-up. There was no pt use associated with the event.